Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 9 days of wearing the freestyle libre 2 sensor and was therefore unable to test. As a result, customer experienced a loss of consciousness and self-treated (unspecified). No further treatment was reported. There was no report of death or permanent impairment associated with this event.